Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and then resumed insulin use.